Event description:
It was observed that the flex videoscope exhibited foreign material in the air water channel part.

Manufacturer narrative:
The product was returned to olympus for inspection. The investigation was performed based on the provided information by the customer and regional repair center. Olympus was able to confirm the reported leakage failure and have determined the following cause: channel leak. Additionally, the regional repair center identified the following failures that are subject to investigation: foreign material stuck in air water channel, tube. The most probable cause of the complaint is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the identified failure is cause traced to failure to follow instructions. The event can be prevented by following the instructions for use which state: the cause of the malfunction resulted due to the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with the reprocess instructions. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h4 should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.